Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation anomaly, and noise was observed on the atrial lead. Patient was asymptomatic. Oversensing and underpacing was due to noise. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable.